Manufacturer narrative:
The c701 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 701 module. The initial result was 0.69 mg/dl. The repeat on a c502 module was 0.9 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 86401801 with an expiration date of 31-dec-2025. Calibration was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. The field service engineer (fse) cleaned and lubricated the reaction gear of the instrument. The roller base and drive gear were adjusted. The fse replaced the bath level sensor and the degasser tank. Precision checks were completed successfully. The investigation determined that the service actions resolved the issue.